Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens of the preloaded intraocular lens was not implanted fully when the cartridge extractor took lens with it, the injector retracted which pulled lens out of incision. There was no incision enlargement, no sutures and no vitrectomy during this procedure. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes section d10: returned to manufacturer on: 6/4/2020. Section h3: device returned to manufacturer: yes device evaluation: the product was returned. The device was evaluated under microscope and scarce amount of viscoelastic was observed. Also, the lens was observed out of the cartridge stuck and override by the pushrod. The reported issue was verified but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search revealed that 1 other complaint folder has been created for this production order number related to plunger rod issue, stuck in cartridge and is complete as product met manufacturing release criteria. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.